Event description:
A 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed into a pt in cardiac arrest. The target lesion, located in the lcx #13 was described as moderately tortuous and calcified. During the same procedure, another endeavor rx was deployed to target lesion with no issue reported (MFR report # 2953200-2009-01862). Approx 5 months post index procedure, another pci was performed for treatment of ischemia. An endeavor rx drug eluting coronary stent was deployed at om # 12 (MFR report # 2953200-2009-01863). No abnormality, no damage on the vessel and no thrombus were observed. However, 6 months post index procedure, the pt was taken to hosp due to cardiopulmonary arrest and expired on the same day. The physician commented that both, the root cause of the event and the relation between the event and the relevant device is unk.

Manufacturer narrative:
Evaluation results: death.